Event description:
During a procedure the distal tip of a bioknotless anchor broke off inside the pt. This was discovered post op via an x-ray. The surgeon is thinking of performing a second surgery to remove the fragment.